Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set occlusion at site event on (B)(6) 2024. Infusion set has not been used for more than 48 hours. The blood glucose was high. Therefore, patient was treated with mdi. Customer changed supplies as necessary and resumed insulin therapy. No further information available.